Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult to remove the clip delivery system/clip which has potential for injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the first attempt to open the clip, the clip did not open past 120 degrees. The clip was completely closed and the cds was removed. During removal, the clip became caught on the clip introducer. The clip was freed and retracted farther but became caught on the sgc valve. The sgc and cds were removed from the anatomy together as a unit. After removal, the clip was cut off of the cds so the devices could be separated and there was no damage noted to the sgc. A new cds and sgc were used to continue the procedure. Three clips were implanted, reducing the mr to 1. It was noted that there was a good reduction of mr. Due to the patient's pre-existing poor condition prior to the procedure, isotropic support and intensive care were needed post-procedure. The patient is doing well now and there were no adverse effects during or post procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip actuation issue was unable to be replicated in a testing environment due to the returned device condition (broken coupler). The reported clip was difficult to remove from clip introducer and guide were confirmed, as there were tears on the clip introducer and the clip remained in the guide when returned, respectively. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip actuation issue. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Furthermore, the reported difficulty removing the clip from the clip introducer and guide are likely due to procedural conditions of the clip becoming caught on the clip introducer and guide. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.